Manufacturer narrative:
The device remains implanted.

Event description:
Six days post stent assisted embolization of the left anterior communicating artery aneurysm (acom), the stent thrombosis occurred. The patient was treated with cilostazol 100mg/day and clopidogrel 75mg/day. The stent thrombosis resulted in paralysis on the right side of the body. The patient¿s modified rankin scale was measured of 3 after the event. The patient is still in the hospital.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Six days post stent assisted embolization of the left anterior communicating artery aneurysm (acom), the stent thrombosis occurred. The patient was treated with cilostazol 100mg/day and clopidogrel 75mg/day. The stent thrombosis resulted in paralysis on the right side of the body. The patient¿s modified rankin scale was measured of 3 after the event. The patient is still in the hospital.